Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl cannot be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported through the partner clinical trial that at the 3 year follow up after implant of a sapien valve, the patient had moderate paravalvular leak (pvl) seen on tee. The pvl had increased from trace at the time of implant. The patient underwent transcatheter repair of 2 paravalvular leaks. One pvl jet was located between the right and non coronary cusps and was plugged using an amplatzer muscular vsd 6mm occluder and the second jet was located between the left and right coronary cusps, was plugged using an amplatzer amplatz vsd 4mm occluder. Final tte showed no evidence of residual paravalvular leak and no disruption to the sapien valve.